Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 8 events/patients in 2020. Please provide following information for each patient/event: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, name and/or indication of index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Product lot number? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? What dressing was used? Please clarify when did the doctor observe inflammatory reaction and dehiscence first time (# of post-op days/weeks)? How was inflammation treated? What tissue dehisced? Was there any precipitating stress factor for the wound dehiscence? Date and details of the second procedure/re-operation? What was the appearance of the suture during the second procedure? Was the wound re-sutured? If yes, when? What was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (inflammatory response and dehiscence)? What is the patient¿s current status? Adverse events for 8 patients were submitted via 2210968-2020-10221, 2210968-2020-10223, 2210968-2020-10224, 2210968-2020-10225, 2210968-2020-10226, 2210968-2020-10231 and 2210968-2020-10232.

Event description:
It was reported that the patient underwent an unknown hip or ankle surgical intervention between 10/2020 and 11/2020 and the suture was used. It was reported that during the post-operative examination approximately 6 weeks after surgery, an inflammatory reaction of the tissue, where the areas that have been dehiscence, was observed. For this reason, the patient had to be re-operated and checked for any infection signs. It was confirmed that dehiscence was not infected. The surgeon opined that the suture is a cause of this inflammatory reaction and dehiscence. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 01/28/2021. H6 component code: g07002 ¿ device not returned. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, name and/or indication of index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Product lot number? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? What dressing was used? Please clarify when did the doctor observe inflammatory reaction and dehiscence first time (# of post-op days/weeks)? How was inflammation treated? What tissue dehisced? Was there any precipitating stress factor for the wound dehiscence? Date and details of the second procedure/re-operation? What was the appearance of the suture during the second procedure? Was the wound re-sutured? If yes, when? What was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (inflammatory response and dehiscence)? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.